Event description:
It was reported the right atrial (ra) lead exhibited low impedance measurements. The ra lead was capped and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58 lead (B)(6) 2002. (B)(4).